Manufacturer narrative:
This event will be evaluated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient dislocated previously revised hip. Dynasty liner was cracked-broken.